Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table. During the technician's inspection, he found evidence of fluid intrusion within the power supply. While onsite, the technician spoke with facility personnel who stated that the table had recently been used in a fluid intensive procedure. The fluid intrusion caused the power supply to short resulting in the reported event. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. In the event the amount of fluid present during the procedure exceeds the ipx4 rating, it is the user facility's responsibility to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The table is not under steris service agreement; the user facility's third-party service provider is responsible for all maintenance activities. The 4085 surgical table operator manual states (5-3), "some procedures performed on table mattresses or pads may involve excessive fluid exposure. Be sure to drape accordingly." The technician made the necessary repairs, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported via medwatch report # 1901760000-2022-8006 that at the end of a patient procedure their 4085 surgical table emitted smoke. The patient was removed from the room as the procedure had been completed successfully. No report of injury.